Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events 6 events were reported for this quarter. Product return status 6 devices were received for evaluation. Evaluation status 6 device evaluations are in progress. Additional information there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device was reportedly leaking; 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 6 total events were initially reported. 6 previously reported events are included in this follow-up record.   Product return status 6 devices were received.   Evaluation status not confirmed 6 reported events were not confirmed during testing.   Additional information 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device was reportedly leaking. 6 events had no patient involvement; no patient impact.